Event description:
It was reported that after a small bowel resection procedure in which device was used, the patient developed a post-op leak. The rep has no additional information available at this time but is following up with account to gather additional information. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: how was the leak detected? How was the leak managed? What is the indication for surgeon? Was the site of the post operatively leak identified? How many days post op did the leak occur? What is the surgeon experience with the device? Has the surgeon been inserviced? What cartridge was used for firing?